Event description:
It was reported that: " balloon-assisted coiling of a pica aneurysm after sah. A wide-neck, shallow aneurysm with a height of 2.5 mm, a diameter of 3 mm, and a length of 5.5 mm. With the scepter xc inflated at the neck in the vertebral artery, we managed to place an optimax 3x7 coil in the aneurysm. After deflating the balloon, we confirmed that the coil was in a good and stable position. However, we were unable to detach the coil, despite several attempts with different positions of the coil detachment zone and the tip of the microcatheter. At this point, we decided to remove the coil, but it detached in the microcatheter at the v3 segment. We successfully repositioned the coil in the aneurysm, but by that time, the last coil loop had perforated the aneurysm wall, causing active bleeding and a new sah. We were unable to place any additional coils. Therefore, we inflated the balloon (twice for 10 minutes) to achieve hemostasis. On the final angiogram, we observed occlusion of the aneurysm, including the pica itself, with part of the pusher wire protruding into the vertebral artery. As a result, we initiated aspirin therapy.'' Update 03oct2024 - additional information received from the issuer: "1. What is the current patient condition? She has died! 2. How would the tortuosity of the anatomy be described in this procedure? Tortuosity was not the problem in this case. 3. Per the IFU, was a precheck on the coil system performed? Yes. 4. When the physician was ready to detach the implant coil, did the xcel detachment controller show a red/green light? (Or did it show a green light and the implant did not detach?) It showed first a red light, but by pulling back the coil a bit it showed a green light. It was also the case in the attempts that followed: red lights and after manipulating the micro and/or the coil we got green light but with no benefit. " the physician pushed the coil back into the aneurysm with the original optimax pusher wire through the microcatheter which tip was still inside the to be treated aneurysm. Update 09oct2024 - additional information received from the issuer: " · what was the patient's condition going into the procedure? Wfns ii. · when it is mentioned "we successfully repositioned the coil in the aneurysm," what was used to reposition the implant coil? When the coil didn't detach we withdrew the coil but it got detached in the microcatheter at v3 level. The microcatheter was still in the aneurysm so we pushed the coil back in the aneurysm. · what other devices were used during this case, and what was their relation to the patient outcome? The scepter xc was used as mentioned before. It helped us to get hemostasis when the aneurysm bled. No other devices were used · on what date did the patient die? The procedure was on (B)(6) and she died on (B)(6). " update 29oct2024 - additional information received from the issuer: "1. What was the amount of length the coil occupied inside the microcatheter before it detached? When the coil did not detach after several attempts, it was retracted. After about 1 to 2 cm, it get detached in the microcatheter. 2. How did the doctor confirm the implant was fully detached from the delivery pusher? You could see that the coil stopped after 1 to 2 cm while the pusher wire was still being pulled back. Whether a small filament is stuck, you obviously can't see. You then have two options: either push back the coil in the aneurysm hoping it is now fully detached, or pull it back whereby the entire coil can unwind all the way down to the groin and more coil may come out the aneurysm that could hang throughout the vertebral and basilars artery! I chose for the first option. 3. Was there any damage or abnormalities noted when using the microcatheter to reposition the coil? No abnormalities noted regarding the microcatheter, and the coil other that it got detached while retracting it. 4. Was there any movement of the microcatheter during the repositioning of the implant coil? It was a very small aneurysm; a movement of 1 mm is hardly to observe especially when the tip is surrounded by coil mesh, but sometimes a 1 mm movement maybe significant for such a small aneurysm. Anyway, no observable movement were noted in this case. "

Manufacturer narrative:
Balt USA reference #(B)(4). The returned device was inspected in our quality laboratory. During our analysis: - we observed the delivery pusher was returned with a stretched body coil. - we noted the detachment zone was severely stretched, and the implant coil was not returned. - we observed minor kinks along the hypotube, approximately 1.5cm, 4.5cm and 6.5cm distal from gold connector. - we observed the tip of the sr thread experienced necking - indicating the thread endured an overload in tensile stress. - the delivery pusher was cut at the body coil to isolate the electrical resistance measurements. - we noted an abnormal electrical resistance on the delivery pusher's proximal side. - we noted the electrical resistance between the gold connector and the exposed green lead wire of the delivery pusher's cut proximal side to be normal. - we noted the electrical resistance range between the proximal end of the hypotube and the exposed yellow lead wire of the delivery pusher's cut proximal side to be abnormal. - we noted the electrical resistance when both lead wires were overlapped to be abnormal. Root cause of the reported issue can likely be attributed to an overload of tensile stress exerted on the implant coil. Upon device return, we observed the delivery pusher was returned with a stretched body coil and minor kinks along the hypotube. Moreover, we noted the detachment zone was severely damaged and the implant coil was not returned. Within the delivery pusher, we observed the tip of the sr thread experienced necking - indicating the thread endured an overload in tensile stress. Although the exact details of the incident are unknown, based on the returned device analysis, it's likely the body coil was stretched during retraction attempts. Without the return of the implant coil its exact condition is unknown, however attempts to retract the delivery pusher ultimately led to mechanical detachment. Furthermore, it is unknown if the microcatheter associated with the incident was damaged, which could have contributed to the result of the procedure. This could not be further investigated without the return of the associated microcatheter. It is indicated in the lhr that the unit underwent 100% inspection which verifies that the implant was free of damage at the point of final inspection. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f230500567 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Manufacturer narrative:
Balt USA reference #(B)(4). Conclusion of investigation pending final examination. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "balloon-assisted coiling of a pica aneurysm after sah. A wide-neck, shallow aneurysm with a height of 2.5 mm, a diameter of 3 mm, and a length of 5.5 mm. With the scepter xc inflated at the neck in the vertebral artery, we managed to place an optimax 3x7 coil in the aneurysm. After deflating the balloon, we confirmed that the coil was in a good and stable position. However, we were unable to detach the coil, despite several attempts with different positions of the coil detachment zone and the tip of the microcatheter. At this point, we decided to remove the coil, but it detached in the microcatheter at the v3 segment. We successfully repositioned the coil in the aneurysm, but by that time, the last coil loop had perforated the aneurysm wall, causing active bleeding and a new sah. We were unable to place any additional coils. Therefore, we inflated the balloon (twice for 10 minutes) to achieve hemostasis. On the final angiogram, we observed occlusion of the aneurysm, including the pica itself, with part of the pusher wire protruding into the vertebral artery. As a result, we initiated aspirin therapy.''. Update 03oct2024 - additional information received from the issuer: "1. What is the current patient condition? She has died! 2. How would the tortuosity of the anatomy be described in this procedure? Tortuosity was not the problem in this case. 3. Per the IFU, was a precheck on the coil system performed? Yes. 4. When the physician was ready to detach the implant coil, did the xcel detachment controller show a red/green light? (Or did it show a green light and the implant did not detach?) It showed first a red light, but by pulling back the coil a bit it showed a green light. It was also the case in the attempts that followed: red lights and after manupulating the micro and/or the coil we got green light but with no benefit. ". The physician pushed the coil back into the aneurysm with the original optimax pusher wire through the microcatheter which tip was still inside the to be treated aneurysm. Update 09oct2024 - additional information received from the issuer: " · what was the patient's condition going into the procedure? Wfns ii. · when it is mentioned "we successfully repositioned the coil in the aneurysm[?]", what was used to reposition the implant coil? When the coil didn't detach we withdrew the coil but it got detached in the microcatheter at v3 level. The microcatheter was still in the aneurysm so we pushed the coil back in the aneurysm. · what other devices were used during this case, and what was their relation to the patient outcome? The scepter xc was used as mentioned before. It helped us to get hemostasis when the aneurysm bled. No other devices were used · on what date did the patient die? The procedure was on (B)(6) and she died on (B)(6). "